Manufacturer narrative:
The investigation for automated impella controller (aic) - purge disc/flag issues has been completed. The console was tested after arriving and the purge disc retainer was confirmed to be broken (broken blue disc retainer). The cause of the issue was a defective component. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12122: d4 model number. F6/f8-should have been left blank . G1 manufacturing site name and address.

Event description:
No patient involvement: the complainant reported that there was a broken part in the purge cassette area. There was no reported patient harm.

Manufacturer narrative:
The impella device was received from the customer on 04-jun-2024 and therefore,¿an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.